Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. Customer's current blood glucose value was 138 mg/dl. The customer also stated that the insulin pump had a blank screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was not performed for high blood glucose values. The device is expected to be returned for analysis.